Event description:
Customer reported the sensor was giving the customer issues. The sensor was giving low readings to the insulin pump. Customer's blood glucose was 74 mg/dl and device kept alarming threshold suspend. Customer suspended the feature and restarted basals. Current blood glucose was 117 mg/dl and sensor was 69 mg/dl. Customer was advised how to properly calibrate the sensor. No further information reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.